Event description:
It was reported that a spectrum iq pump over-infused over 21 ml during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported that ¿over infusion over 21 ml¿ was not reproduced. The device was tested for flow rate accuracy and delivered within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.